Event description:
A medtronic representative reported that, during a spinal fusion procedure, the tip of the driver instrument sheared off into the screw head. The tip of the instrument was left in the screw head and was not retrieved from the patient. The surgeon used a different driver and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Based on the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. Medtronic investigation of returned suspect device finds that the tip of the instrument is twisted and broken off. A replacement driver was sent to the site for issue resolution.